Event description:
It was reported that a g7 sensor was started and displayed continuous glucose readings on the dexcom app, but the ilet did not pair to the g7 despite correct pairing code entry and multiple restarts; a firmware update initially failed but succeeded on a second attempt, after which the ilet still did not connect, and the user toggled g6/g7 settings and initiated a new sensor with a new code, confirming warmup on both ilet and dexcom. Symptoms included no reported adverse clinical effects or alarms, with a glucose value observed on the dexcom app at 234 mg/dl. Outcomes included the need for troubleshooting, firmware update, and sensor replacement to restore intended cgm connectivity to the ilet. Investigation included guided troubleshooting, device restart, app force stop, firmware update, configuration toggling between supported cgm modes, and initiation of a replacement sensor. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 despite successful dexcom app function, with resolution steps focused on software and configuration, consistent with intermittent connectivity or firmware-related communication issues without evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely software or communication-related pairing failure.